Event description:
It was reported that the surgeons dell x5 hand held would not turn on. The surgeon explained that the hand held has been plugged in for a few days to charge, and it would not turn on. In addition, the MFR rep went to the site to troubleshoot and the same problem was observed. The hand held was returned to the MFR for analysis, however, the device was returned without the ac adapter cable. Product analysis of the hand held is currently underway. Good faith attempts to obtain the ac adapter cable are also underway.